Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the pediatrician and was diagnosed with a skin irritation. The site was swollen, rash and red. For treatment, the patient was prescribed skin oil and antibiotics for 5 days. The pod was worn longer than 48 hours on the infusion site. The patient was discharged after 1 day. The pod was discarded.